Event description:
It was reported that auto mode switch episodes were observed due to noise on the ventricular lead. Noise was also noted on the atrial lead. The patient was not reported to be symptomatic. It was discussed to check the patient in-clinic for further assessment. No further information was provided.